Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h6 (hecc, heic) with this report.

Event description:
This case is the initial call that mentions 4 events. The hypoglycemic event of 25 mg/dl is from case: (B)(4). Customer reportedly had a low, fell on the table and emergency medical services were dispatched. Please refer to case: (B)(4) for the hypoglycemic event. The reported adhesive issue is from case (B)(4) (svn: (B)(6) and case: (B)(4) (svn: (B)(6). Customer reported they were doing yard work outside when they got sweaty, and the adhesive came off. They also stated that the sensor cannula is easy to bend, went through 4 sensors before one that did not hit blood. The reported diabetic ketoacidosis is from case: (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 25mg/dl. The customer reported the sensor adhesive came off and the cannula was easy to bend. It was also reported that customer had diabetic ketoacidosis last year and when they got insulin pump they fell on table and had to visit emergency medical service. Troubleshooting was partially performed. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was also unknown. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump and will not be returned for analysis.